Event description:
On (B)(6) 2010, the subject received a peri-procedural loading dose of the thienopyridine medication clopidogrel 600 mg. On (B)(6) 2010, due to a positive stress test, the subject underwent the index procedure with the deployment of one drug eluting stent (des) stent to the mid right coronary artery (rca). Post procedural residual stenosis was 0% with timi iii flow. On (B)(6) 2010, at the start of the study the subject received the study medication maintenance dose of clopidogrel 75 mg. On (B)(6) 2010, the subject was discharged from the index hospitalization. The subject was not randomized to the study drug arm because the investigator did not want the subject to be on placebo. On (B)(6) 2011 the subject experienced the event of unstable angina, 272 days following the index procedure and was admitted to the hospital on the same day. The event was reported with the seriousness criteria of hospitalization. The event was reported as ending on (B)(6) 2011 and the patient was discharged on (B)(6) 2011. The outcome of the event was reported as recovered/resolved. The company assessment of the event of unstable angina was serious, anticipated and unlikely related to the study device. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of patient effect of angina as listed in the promus everolimus eluting stent system instructions for use, is a known adverse patient event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.